Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the lot/batch/serial number is unknown. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during phacoemulsification an ophthalmic operating handpiece and a phacoemulsification tip stopped suctioning the cortical masses from the eye. Procedure was completed by replacing the cartridge. There was no patient harm.